Event description:
It was reported that balloon burst occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The procedure was completed with another of same device. No complications were reported, and the patient condition was stable.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 20 atmospheres for 30 seconds using deionizes water and digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 20 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure of 20 atmospheres was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per mustang specification the rated burst pressure for this device is 20 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. And a visual and tactile examination found that the shaft was free from kinks or damage. This concludes the product analysis.

Event description:
It was reported that balloon burst occurred. The target lesion was located in a radial arteriovenous fistula. A 7.0 x 40, 75cm mustang balloon catheter was selected for percutaneous transluminal angioplasty (pta). During the procedure, it was noted that the balloon burst while inflating it inside the patient's body. The procedure was completed with another of same device. No complications were reported, and the patient condition was stable.